Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket and phrenic nerve stimulation by the left ventricular (lv) lead which exhibited high threshold. Reprogramming was performed. Subsequently, the lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.